Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿vascular complications in total hip replacement¿ by j. Fruhwirth, et al, published by trauma surgeon (1997), vol 100, pp. 119-123, was reviewed. This article reviews 7 vascular complications during tha. Of the 7 patients, 2 were implanted with depuy duraloc acetabular components and an unknown femoral stem. These patients are labeled (B)(6) yo female and (B)(6) yo male. This parent (B)(4) contains the product and adverse event information for the (B)(6) yo female. The information associated with the 64 yo male is provided in the attached guidance document and linked to this pc. Captured in this complaint: duraloc cup and locking ring, acetabular screw, liner, head, and unknown femoral stem coded for vascular injury. (B)(6) yo female was revised with duraloc cup with locking ring, liner, acetbaular screw, head, and stem. The manufacturer of the primary implant components is unknown. The patient experienced a intraoperative acute vascular occlusion of the external iliac artery caused by the acetabular screw. Treatment was surgical reconstruction of the artery via a vascular surgical approach. The components were left in place and the patient had no further complications.